Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Left ventricular lead pace impedance at approximately 620 ohms through (B)(6) 2013, rises out of range (> 3000 ohms) starting (B)(6) 2015. Alert for out of range subthreshold lead impedance for lv1 to lv2 pathway on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the one week post-op check the left ventricular lead impedance was high and pacing failure was detected. Loosened pin was suspected, and x-ray was checked but it was not loosened pin. It was not confirmed any damage or bending which would lead to lead fracture. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.